Event description:
A pt reported blood glucose results of"105mg/dl, 248 mg/dl, and 121 mg/dl" with a lifescan meter, performed within 10 minutes of each other the meter, test strips, and control solution were replaced.